Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Eval in progress but not yet complete. Upon completion of eval, a follow-up report will be sent to the FDA. This report filed (B)(4), 2011.

Event description:
It was reported that pt underwent primary knee procedure on (B)(6), 2011, pt underwent revision surgery to replace locking bar on (B)(6), 2011 due to the locking bar loosening. No further complications have been reported.